Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 13.7mm vticm5_13.7, -7.5/1.5/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) in (B)(6) 2022. Excessive vault was observed and the patient experienced severe glare and ghost image. The lens remains implanted. The reporter states the cause of this event is unknown. For cause details the reporter states "high vault with unknown cause". H6: medical device problem code 1494: off-label use: age>45 years old at the time of implantation. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -7.5/1.5/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) in september 2022. Excessive vault was observed and the patient experienced sever glare and ghost image. The lens remains implanted. The reporter states the cause of this event is unknown. For cause details the reporter states "high vault with unknown cause". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Patient identifier:(B)(6). Implant date: september 2022 type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 13.7mm vticm5_13.7, -7.5/1.5/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) in (B)(6) 2022. Excessive vault was observed and the patient experienced severe glare and ghost image. The lens remains implanted. The reporter states the cause of this event is unknown. For cause details the reporter states "high vault with unknown cause". Claim# (B)(4).